Event description:
It was reported that the patient experienced erratic stimulation. Patient's off time was recently programmed to 5 minutes but the patient was able to feel stimulation every 3 minutes and sometimes not feel stimulation at all. Patient's spoke was concerned of increased seizures as a result. At that time, neurologist's programming system was reported to be not working. Attempts for additional relevant information regarding the programming issue were unsuccessful.